Manufacturer narrative:
To date, information suggests that this rv lead remains actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead in association with the implantable cardioverter defibrillator did exhibit low pace impedance, which suggests a lead integrity issue. There were no reported adverse patient effects.